Event description:
The complaint was first reported on aug, 24, 2007 as a corneal ulcer. The practitioner completed the complaint follow-up form on sept 4, 2007. This is an excerpt from the complaint follow-up form: "after synergeyes diagnostic procedure in this office in 2007, patient states eye was sore with irritation. [The pt.] Saw my associate four days later, and given tobadex. Patient evaluation showed mild irritation od. Patient seen nine days later, with severe pain, redness and reduced visual acuity. Mass of infiltrative cells elevating lasik flap. The pt. Was referred to dr. (His lasik surgeon). The patient required medical attention. Eye cultures were taken and they were negative. This pt had already been started on vigamax on fortified tobramycin and ophthalmic vancomycin at 15 minutes x 3 days. Infiltrate is smaller, well epithelialized, cornea generally is clearer and has edema in section between r-k section that obviously degrades vision. Visual acuity is 20/200c multiple images, however, vision in that eye has always varied between 20/100 - 20/60".

Manufacturer narrative:
Complication rare but not unk, no evidence of malfunction of the device but rather an inherent risk of contact lens wear.